Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:56:59. During night drain cycle 12, the patient's ultrafiltration reading was 1440ml, indicating the home patient (hp) drained 1440ml more than their maximum programmed fill volume of 2000ml. No additional information was available.